Event description:
It was reported that the tip of the unit fell off. No adverse consequences to the pt were reported. Further, the unit was not exposed to adverse environment conditions.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.